Manufacturer narrative:
The manufacturer has received the sample, and will be evaluated. Results are expected soon.

Event description:
After placement, it was determined that the line had knotted in the vein. Radiology had to open the vein using an microintroducer to removed the catheter. The physician and nurse worked slowly together to get the line out without causing injury to the patient.